Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the interface has a defect. There was no patient impact.

Manufacturer narrative:
Product analysis found worn wave washers and missing fuses. The wave washers and fuses have been replaced. The device has been successfully tested according to its manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
On follow-up it was reported that the device was sent in for maintenance.